Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination, creases and wear abrasion. Leak test was performed and delamination was found on diaphragm valve. A microscopic analysis was performed which identified the same. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Additional information received noted creases on the device.

Manufacturer narrative:
The reason for reoperation was valve leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side partial deflation with a "leak at the valve". The device has been explanted.